Event description:
It was reported that a wireless battery module suffers from fluid intrusion. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. The investigation revealed corrosion on the wireless module flex and radio printed circuit board, rendering the unit irreparable.